Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose was unknown. The customer stated that troubleshooting was performed for the pump error alarm and they were able to clear the alarm and complete the rewind. The customer states that the they received the multiple pump error arm after changing the battery. The device will be returned for the analysis.